Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 37 mg/dl. Prior to the hypoglycemic event, the customer was experiencing high blood glucose. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. Prior to the paramedics visit, the customer had taken a manual injection and several boluses to treat her high blood glucose readings. Nothing further was reported.